Event description:
The end user facility contacted olympus to report a repair request for air and/or water leakages and damage to the insertion section with a tracheal intubation fiberscope. During preliminary evaluation and inspection of the returned subject device, peeling on the connecting tube was discovered. This MDR is being submitted due to the peeling connecting tube during evaluation and inspection. No patient or user harm has been reported.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed. The peeling connecting tube was also confirmed. In addition, damage, scratches, cuts, dents, and deformations were found throughout the device. Breakage in the light guide bundle was found to be causing uneven illumination was found as well. This investigation is ongoing and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.